Event description:
It was reported that the customer went to the emergency room due to high blood glucose, with levels reaching over 600 mg/dl on (B)(6) 2025. Reportedly, the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. There was no injury caused by the event. The customer attempted to resolve the issue by changing the infusion site and bolusing but eventually received treatment consisting of IV fluids and insulin. A pump system check verified that the pump was functioning as intended. The customer was released from the emergency room with no permanent damage identified and the issue resolved on (B)(6) 2025.